Manufacturer narrative:
The device was sent to spacelabs healthcare for further analysis. The eleven year old device was received with signs of damage. The reported problem was verified. The front bezel and main chassis were replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
The eleven year old telemetry module housing was removed from service and sent to spacelabs for repair. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016, patient zones disappeared from the central station for a few seconds intermittently. No injury was reported as a result of this event.